Manufacturer narrative:
Device received with no down, center and back button response due to corroded keypad traces. No button error alarm during testing noted. Unable to perform the displacement and self test or verify rewind anomaly, time clock anomaly and charge battery anomaly due to buttons not responding. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had a keypad anomaly. Customer stated that they got button error message, had to push ok button several time, battery had to changed once in week, insulin squirt out once, also received random no delivery alarm, rewind slower. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.